Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It was noted that the customer was just recovering from covid-19 as well as double pneumonia when they began to use the soclean device. It is not unreasonable to assume the customer injury is a result of their previous illness.

Event description:
Customer reports a sore throat, lose of voice, lung infection symptoms with md intervention requiring bronchotomy and throat scope with nsf.